Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl. Customer's blood glucose was 200 mg/dl at time of call. There was damage to the device. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.